Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit along with a blank display. After troubleshooting, the display returned, but insulin pump continued alarming. The customer's blood glucose was 154mg/dl.